Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was interrogated and found to be in safety mode. When the wand was placed to start telemetry, the patient experienced twitching. Device replacement was recommended. The twitching had subsided, and a device replacement procedure was scheduled for the following day. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.